Event description:
Patient's mom called animas on (B)(6) 2012 to follow up on keypad letter they received. She stated that her daughter's pump keypad buttons are intermittently unresponsive and mentioned that the issue is with the up and down arrows only and had began about 3 months ago and has gotten progressively worse. No known trauma to pump, no tearing or damage to keypad. Reporter mentioned that the patient does clean the pump every now and then with eye glass cleaner. Customer service advised the reporter that it is recommended that no chemical stronger then a mild hand soap or detergent be used to clean the pump. There was no misuse of the product . The reporter did not allege that the patient developed any symptoms due to the alleged issue. The issue was not resolved and the product was replaced. There is no evidence that the product caused or contributed to a serious injury. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive and required multiple presses to engage; the ok keypad button responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.